Event description:
It was reported that the right ventricular (rv) lead had an apparent fracture. Per diagnostics, the lead was oversensing, had no capture at maximum output and had high impedance of greater than 2000 ohms. It was also reported that the patient alerts and therapies had been turned off for the past eight years due to the patient experiencing post traumatic stress disorder (ptsd) from inappropriate shocks due to supraventricular tachycardia (svt). It was also noted that the right ventricular (rv) lead did not sense r-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.